Manufacturer narrative:
Method and results: not a product problem; user error. Conclusions: user error.

Event description:
The user alleges he went to sit in the powerchair, put his left foot on the footrest and the powerchair tilted forward causing him to fall. The user sustained a fractured right femur and required hospitalization.